Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's universal porting block was damaged. The universal porting block needs to be replaced to address the issue.